Event description:
It was reported that the user experienced hyperglycemia when the ilet ran out of insulin overnight, after which the user changed supplies in the morning, resumed delivery, and glucose returned to range; the highest reported glucose during the event was 215 mg/dl, and no alarms or alerts were reported. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or use of backup therapy. Investigation included customer interview, counseling on cartridge checks and set changes, review of device use, and troubleshooting and education. Investigation of this case revealed an event consistent with loss of insulin delivery due to an empty cartridge, though the precise cause of hyperglycemia remained unclear. It was concluded that the event was user-related or undetermined with no device malfunction confirmed, and the complaint was assessed as hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.